Event description:
Per the audiologist, in late 2008, the patient's device extruded. No trauma was reported. The patient has a implant on the contralateral side. The patient's device was explanted in early 2009. Reimplant surgery was planned when the injury site is healed.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.